Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon would not inflate during insertion of the catheter. It is unknown whether the balloon inflation test was conducted. As a result, the balloon was removed and replaced with a new kit successfully. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon would not inflate is confirmed. Stress marks were found across the balloon, and a leak was confirmed in the area of the stress marks. The root cause is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the balloon would not inflate during insertion of the catheter. It is unknown whether the balloon inflation test was conducted. As a result, the balloon was removed and replaced with a new kit successfully. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.